Event description:
It was reported that during use on a patient the monitor did not display the "helium cylinder icon on the cs100 intra-aortic balloon pump (iabp). There was no harm or serious injury reported.

Manufacturer narrative:
Due to character restrictions in e1 event site telephone, the number has been reported as: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4,d9,e1(event site telephone - (B)(6) ),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) found the monitor did not display the "helium cylinder icon" during use. The hospital continued to use the device by observing the pressure gauge.

Event description:
N/a